Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the inner lining of the navigator access sheath was stripped off and came out of the sheath. Reportedly, the problem occurred when the physician attempted to pull out a large stone through the sheath. The device fragments were removed together with the entire access sheath and nothing was left inside the patient. The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the device was bent into a curve, most likely caused by return shipment. A physical examination of the device found the dilator inside the sheath. During evaluation, the dilator was removed from the sheath and the inner diameter (lining) of the sheath was examined on both ends and no damage was visible. During the analysis the sheath was cut apart to reveal the inner sheath. The inner lining had been stripped with a longitudinal section of the lining missing. The detached portion of the sheath lining was not returned. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the inner lining of the navigator access sheath was stripped off and came out of the sheath. Reportedly, the problem occurred when the physician attempted to pull out a large stone through the sheath. The device fragments were removed together with the entire access sheath and nothing was left inside the patient. The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.